Manufacturer narrative:
Device was not returned and not available for analysis. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under the instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warning in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."

Event description:
At conclusion of stereotactic breast biopsy, the marker was deployed. Resistance was encountered upon attempt to remove/withdraw the apparatus. The apparatus was then twisted and the physician was subsequently able to remove the apparatus from the breast after this action. Routine post procedure mammogram indicated the presence of a foreign body superior/lateral to the biopsy site. The foreign body was removed with ultrasound guidance. The foreign body was the orange tip of the marker deployment apparatus.